Manufacturer narrative:
One level 1 hotline low flow system was received with a cracked tank cover. There was wear and tear damage on the enclosure, front cover, plate clip and line cord. The printed circuit board (pcb) and power switch were outdated. A visual inspection was conducted, the tank was filled with water, a temperature check was attached, the line cord was plugged in and the device was turned on. The front cover was removed and it could be seen that the pots on the pcb used for calibration, including temperature adjustment were damaged. The reported issue was able to be duplicated. The issue was user induced. The issue was caused by wither forceful use of the pots on the pcb or wear and tear from old age. No action was taken to repair the device due to its age and condition.

Event description:
Information was received indicating that the temperature on a smiths medical level 1 hotline low flow system could not be adjusted. The issue was discovered during testing and there was no patient involvement.